Event description:
Reporter alleged the blood glucose monitoring device reading was higher than family member's symptoms and he passed out. Reporter stated the family member in the morning tried to get up and fell and when glucose was tested, the result was 136 mg/dl. Reporter stated giving family member a sugar tablet and taking him to the doctor at 10:45 am. Reporter stated family member was at home and unable to be awakened and paramedics were called. Reporter indicated paramedics device result was 41 mg/dl and they started a glucose IV prior to taking him to the hosp at approx 5 pm. Reporter indicated level one control was not within an acceptable range however level two was ok. A request was made for the return of the suspect device and replacement product was sent.